Manufacturer narrative:
(B)(4). The sample not available and the lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This report for a user error was not confirmed. The patient changed out the cassette however reused the solution bags. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer contacted baxter's technical service center regarding a reload the set 201 alarm, which occurred on the homechoice (hc) during use during prime. The home patient (hp) stated that they changed out the cassette, but used the same bag. The baxter technical service representative (tsr) advised the hp that entire the setup needed to be changed out. The hp understood and would start over with all new supplies. The hc was operational. There was patient involvement, but no serious injury or medical intervention was reported. Writer contacted the home patient (hp) on (B)(6) 2011 regarding the reported problem. The hp stated they have gotten the machine swapped since then which resolved the problems. No further information was provided. There was no injury or medical intervention reported.